Event description:
Dealer advised, thinks end user hit something and caused casing on joystick to crack, knob to come off, and 4 way switch and cable to be damaged. No injury, dealer could not provide any further information.